Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that during a femoral fracture procedure on (B)(6) 2016, the connector tip for the screw driver snapped off in the screw and was retained by the patient as the screw was implanted. No further information has been provided.